Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During preparation, the physican found the wire was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: this event was reported by a distributor. Below are the details of the healthcare facility: (B)(6). Phone: (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective. Block h11: investigation results the returned speedband superview super 7 device was analyzed. A visual inspection confirmed that the ligator housing was returned with the irrigation tube intact, and no visible damage was observed on the bands. However, the handle was not included in the return and therefore was not analyzed. No other problems were noted with the device. The reported event of bands damaged/defective could not be confirmed. The ligator housing was returned with the irrigation tube, and no visible damage to the bands were observed during the evaluation. Therefore, the most probable root cause of this complaint is classified as no problem detected.

Manufacturer narrative:
Block e1: this event was reported by a distributor. Below are the details of the healthcare facility: (B)(6). Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During preparation, the physician found the wire was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.